Event description:
It was reported that prior to a procedure, the device was delivered and the outside brown packaging was punctured through to the device box on the inside and only damaged one of the three boxes. There was no patient involvement.

Manufacturer narrative:
(B)(4): external cause. Customer reported puncture through outer shipper carton and through the device box and damaged one carton. Shipper and individual cartons were not returned to us for evaluation. One sealed package was received for analysis. The sealed package was visually examined. Package condition was very good and clean except for the end of the package tyvek lid. Tyvek lid had a large hole punctured through it from the outside. The hole appeared to have been caused by a large blunt object that had penetrated the cartons and punched through the tyvek. Batch history review indicates no nonformances or defects occurred during packaging process and there was no rework or unusual handling. All packages are 100% inspected prior to placement in cartons. Sales unit cartons are placed into corrugate containers for shipping. Due to the customer's statement that carton and shipper were damaged, it is suspected that the hole in the tyvek is related to the puncture in the carton that occurred somewhere in transport or storage. Rip in tyvek lid was most likely caused external to packaging process.